Event description:
On (B)(6) 2011, patient reported the infusion sets have been leaking insulin at the connection. Patient is able to see the insulin come out of the connection when he boluses. The headset is inserted using the insertion device and by utilizing the correct technique. Patient has used this type of infusion set for the last couple of weeks. Infusion sets were replaced and patient was sent a different type of infusion set to try. Follow-up was completed on (B)(6) 2011. Patient continued to experience insulin leaking at the infusion set connection. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. Infusion sets were not available to be returned for evaluation.

Manufacturer narrative:
Method and results - no product will be returned for evaluation.